Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed test steps during testing. The device's sensor board was replaced to address the issue. Additionally, the device's flow sensor assembly was found to be contaminated with dirt and was replaced to address the issue. The device was cleaned and tested and passed all final testing.